Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus field service engineer reported the water was insufficient when cleaning before the clogging. The olympus injection tube, mh-946 wasn't used. There was no scratch on the installation part of mh-946. The nozzle never been replaced. The hospital doesn't have an olympus endoscope reprocessor. The olympus service center evaluated the device and found the following: the insertion section was wrinkled and leaking from the position of 18cm, switches didn't work due to corrosion, nameplate missing and the objective lens had defects. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during inspection before use prior to an unspecified procedure, the subject device nozzle was clogged. The intended procedure was completed with a similar device. No procedural delay. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was foreign material in the nozzle that could not be removed. However, the definitive root cause of the foreign material could not be determined. The specific type of material could not be identified. It is possible that the material was a part of the accessories related to the air and water channel, such as the air and water valve and that the reprocessing was inadequate. The instruction manual identifies the following verbiage, which may have prevented the phenomenon:¿operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function inspection of the objective lens cleaning function¿ reprocessing manual: precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution. Remove detergent solution from all channels: presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.